Event description:
Product was returned as an implant failure because of unk reasons. Based on the report, the pt had good oral hygiene and good bone condition. The surgery was a traditional 2 stage surgery in tooth location #19. No bone augmentation material was used. Doctor indicated that the bone condition was good, but he could not figure out why the implant did not integrate. The pt is described as stable but treatment ongoing. Upon follow-up, the doctor indicated the pt rec'd a wider diameter fx4810wmlc fixture as a replacement and is recovering fine. The doctor indicated that the device was not rec'd damaged or defective such that it would not perform as intended.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specs. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior. See scanned pages.